Event description:
Information received with return of the explanted device notes that the patient was seen after complaining of symptoms. The device exhibited rapid battery depletion and was in vvi back-up mode. The patient was recovering.